Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) they encountered error c-00 on the erbe generator. Tse confirmed the errors in the system logs. Field service engineer (fse) was dispatched. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vio dv 2.0 integrated electro surgical unit (erbe) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found errors c-06, m-18, m-11, c-33, m-02, c-01, c-70 and c-00 in the system logs. The unit was found to have a slightly yellowed front bezel during a visual inspection. The front has a crack in lower left corner, where outer bezel meets inner grey bezel. Underside lips of cover have slight scraping. Notable chipping in paint on left upper edge of cover. A slight imperfection in the part number label, however the label was able to scan. The unit was tested and displayed errors c-33 and c-00 on startup. As a result of these findings the erbe will be sent to OEM to further investigation. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.